Event description:
A 60-year-old female patient had osteolysis present so converted to 3 level fusion with plate.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.